Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet bionic pancreas, with a documented blood glucose of 41 mg/dl, and self-administered glucagon nasal spray with subsequent recovery to normal glycemia. The user reported no recent meal announcement or insulin delivery outside of ilet therapy and noted variable insulin absorption when using different infusion sites. Symptoms included low blood glucose requiring the use of rescue therapy. Outcomes included successful correction without hospitalization and resumption of insulin delivery with stabilization of glucose levels. Investigation included review of device data and user logs and with patient troubleshooting and education, including guidance on syncing the device with the mobile application for data availability. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with the precipitating cause of hypoglycemia remaining unclear. It was concluded that the event was user-experienced hypoglycemia with cause undetermined and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.